Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was actively undergoing treatment when the serious adverse events occurred. The poc reported the cause of death was due to his cardiac history. The serious adverse events were reportedly unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Of these deaths, cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Based on the information available, the liberty select cycler can be disassociated from serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while undergoing treatment on (B)(6) 2025, due to unspecified ¿heart issues.¿ no additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., death certificate, esrd death notification, autopsy report, treatment record, discharge summary) were unsuccessful.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while undergoing treatment on (B)(6) 2025 due to unspecified "heart issues." No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., death certificate, esrd death notification, autopsy report, treatment record, discharge summary) were unsuccessful.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior no showed signs of physical damage.there were no visual indications of dried fluid within the cassette.there were visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ystem air leak test passed.valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test.there were no visual discrepancies encountered during the internal inspection.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.